Event description:
It was reported to hamilton medical ag: flow sensor calibration fails / leak test failed. No patient harm reported.

Manufacturer narrative:
Hamilton medical ag case number: (B)(4).

Event description:
The following was reported to hamilton medical ag: flow sensor calibration fails / leak test failed. No patient harm reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was identified as a defective pressure sensor assembly ((B)(6)). The correction consisted in exchanging this part.